Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was within a few weeks of getting the implant the pts stimulation never worked for them and they chose not to have the device removed. Caller said the patient had alzheimer's and dementia and caller thought the patient was mentally not able to handle the stimulation for they did not think it was due to complications with the implant (ins). Caller did not think the device itself worked for the patient. Caller wanted to know if they could turn the patient's stimulation back on since it was not used in almost 4 years. The pt was now needing a MRI for a bone infection but the ins was not charged. The caller plugged the ac cord into the controller but the controller did not turn on. During call there was not a green light on the ac cord, caller plugged cord into a different outlet and the controller turned on with memory problem, agent walked caller through setting up date and time. Caller verified the controller was recharging. Agent reviewed to recharge the controller then attempt to charge the ins (agent reviewed passive recharge mode). Caller will call back if they need assistance charging the ins. Caller (patient daughter) called and stated they are trying to charge the ins and like to make sure they are doing it correctly. Ins is red and controller 80%, controller showed good quality. Caller asked how long will it take to charge the ins. Agent reviewed best practice to recharge the ins and reposition the antenna to get excellent quality. Caller stated they are getting excellent quality and will continue to recharge the ins and callback for assistance if necessary.